Manufacturer narrative:
Initial report ref to natus complaint#:(B)(4). Algo 5 dsp box assembly - spark and smoke coming from the power cord.- (part 700090 cbl,pwr cord,3 cond, us). Patient was not involved. When the hearing screener was plugged in to perform screening, the plug sparked and began to smoke. Discontinued using. No injuries reported. Acceptable risk associated with this complaint as hazard ID line 4.0 in (B)(4) algo 5 risk analysis spreadsheet. The risk is considered low. There are no related CAPA's for this issue. Install date: 6/25/2020. Further investigation to be carried out.

Event description:
Algo 5 dsp box assembly - spark and smoke coming from the power cord - (part 700090 cbl,pwr cord,3 cond, us) patient was not involved. When the hearing screener was plugged in to perform screening, the plug sparked and began to smoke. Discontinued using. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Install date: 6/25/2020. Tpi-2344 created for engineering investigation. Information found in (B)(4) rev.02 shows that no fault found with the power cord. Testing with a multimeter showed no concerns with continuity or shorts between conductors. Hipot test passed with no issues. Ground plug was significantly bent but cord was able to be plugged in. A spark when plugging in equipment is totally normal and is not a safety risk. The material that is used for the over molded plug for this power cord is clear, and would make it easier for a spark to be seen. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR reviewed and no related faults/issue found. Document (B)(4), production order number: (B)(4). Service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). Investigation result code : neuro sbu/no issues noted. Closure rationale: based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Algo 5 dsp box assembly - spark and smoke coming from the power cord - (part 700090 cbl,pwr cord,3 cond, us) patient was not involved. When the hearing screener was plugged in to perform screening, the plug sparked and began to smoke. Discontinued using. No injuries reported.